Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the right ventricular (rv) lead, it was noted that there was difficulty inserting the lead in the sheath. The lead was not used and a new lead was implanted. There were no patient consequences.